Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no patient registration was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Siemens was informed that a patient registration was not possible. The log file analysis revealed that the system previously entered the erroneous state on 01.01.22 and stayed there until 03.01.2022 when the customer called service and the patient was relocated to another system. The required system check was not performed before using the system according to the instructions for use which could have prevented the relocation. On-site troubleshooting by siemens service revealed a defective real time controller. After replacing the defective part, the system worked as intended and the problem has not reoccurred. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.